Manufacturer narrative:
Evaluation results: visual inspection of the product found one haptic torn off and missing. There was evidence of surgical residue. There evidence of surgical residue. The cartridge and injector were not returned for evaluation.

Event description:
An aa4203tl model lens tore as it was being inserted. The lens was implanted and removed. There was no indication from the facility that there was any patient injury. The model and lot number of the injector and cartridge are unknown.